Manufacturer narrative:
(B)(4). Batch # m55220. Additional information was requested and the following was obtained: when the tissue slipped forward, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? No information. Was additional suture performed due to a leak? Yes. If yes, were the staples formed properly in the area of the leak? No, but no detailed information of the staple form. Was buttressing material utilized? No information. If so, which product? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Photographic analysis: based on the photo evidence the event description can be confirmed. Unfortunately the root cause of the issue cannot be determined from the photos alone. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the clamped tissue slipped forward with moving the knife forward at the 3rd firing on the gastric body. The device was fired across an existing staple line at the time. The cartridge was gold. The device had been fired on the duodenum with a blue cartridge at the 1st firing and fired on the gastric body with a gold cartridge at the 2nd firing without any difficulties before this event. The patient's side of the 3rd staple line was fired again with the same device loading a new gold cartridge at the 4th firing to remove the misfired site. Then, the device was fired on the jejunum with a white cartridge at the 5th firing without problem. At 6th firing, the clamped tissue slipped forward with moving the knife forward at about 3.5 centimeter point from the proximal end when the device loading a blue cartridge was used to anastomose between the stomach and the jejunum without clamping the target tissue about 1 centimeter of proximal end of jaws. At the time, the device was fired across an existing staple line as well. Eventually, additional suture was performed to complete the case after endoscopically checking the inside of the anastomosed site. There were no adverse consequences to the patient. When the device was fired, the doctor waited 30 seconds after clamping the target tissue prior to each firing.